Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor reader was not communicating with the leadless pacemaker, resulting in no telemetry with mycarelink. A reader position issue was also identified. Troubleshooting steps included placing a dry washcloth between the reader and the implant, power cycling the device, and verifying that there were no other electronics nearby. The resolution involved advising that an appointment should be made, the monitor should be brought in, and the device may need to be interrogated in the office. The leadless implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.